Manufacturer narrative:
(B)(4). Item #: unknown liner lot #: unknown, item #: unknown stem lot #: unknown, item #: unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03594. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiographs indicate that the initial ap left hip and ap lower pelvis demonstrate a superior dislocation of the left femoral head in relation to the cup. Numerous fixation screws are present at the acetabular implant. No fracture is identified. The third image demonstrates anatomic alignment. Bone quality is osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group that a patient underwent a left hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification. Attempts have been made and no further information has been provided.